Event description:
Mckesson complaint number (B)(4), feedback states inability to administer medication via needle injection, resulting in the need to re-administer injections to several patients.

Manufacturer narrative:
Upon receiving feedback from customers regarding the inability to inject medication through the needle during clinical use, resulting in having to administer injections again to several patients, our company promptly organized a team comprising quality control and production personnel to investigate the situation. The specific details are as follows: 1. Production process review: upon tracing the batch number, production records, and final inspection reports of the batch in question, it was determined that there had been no changes in the production process or raw materials used for the production of the injection needles. 2. Sample retention testing: on july 10, 2023, 10 samples from batch number ckdb03-02, with specifications of 25g×1 1/2" (0.5mm×38mm), were retained. Five of these samples were used to test the inner lumen patency by passing a 0.23mm probe through the needle hub, confirming the probe could freely pass through and fall off, meeting the standards specified in iso7864-2016(e) for needle hub patency (as shown in the attached diagram). Another 5 retained samples were used to simulate the aspiration and injection of liquid (as demonstrated in attached video 1), with simulation results showing normal injection capabilities without any blockages or abnormalities. 3. Root cause analysis: based on customer feedback and a comprehensive analysis of the production process and manufacturing techniques of the injection needles, potential reasons for the blockage in the needle hub were identified as follows: 1. Accumulation of silicone fluid inside the needle hub leading to blockage or partial blockage; 2. Adhesive drug overflows causing blockages or partial blockages at the needle hub tip; 3. Puncture of the bottle stopper during clinical use resulting in debris falling into the needle hub, causing blockages. As there were no defective samples available in the market for analysis, we recommend customers assist by collecting the blocked samples and sending them back to aid in further analysis.